Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Was there mesh exposure? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Date - time of onset of urinary tract infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was medical intervention performed for urinary tract infection? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If the device or further details are received at a later date a supplemental medwatch will be sent. First event for patient reported via mw # 2210968-2021-03132. Second event for patient reported via mw # 2210968-2021-03133. Third event for patient reported via mw # 2210968-2021-03134.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014 and the mesh was implanted. It was reported that the patient is now complaining of symptoms of urinary tract infection. It was also reported that the patient is complaining of not being warned of long-term consequences of tape erosion preoperatively.